Event description:
Customer reported that she is pregnant and was hospitalized for high blood glucose and dka. Customer also stated that she had problem with reservoirs. Troubleshooting was performed and pump appeared to be operating normally.